Event description:
It was reported in a clinical study that two pt incidents occurred with erbe equipment (i.e., erbe system; argon plasma coagulator (apc) model apc 2, with an electrosurgical unit (esu/generator) , model vio 200 d and/or vio 300 d, part number 10140-000. The events occurred between 2006 and the end of that year. In the first procedure and endoscopic septectomy was performed. The settings were forced apc at 70 watts. In the second incident, the pt was treated for an angiodysplasia in the cecum with the settings being pulsed apc, effect 2, at 40 watts, perforations were discovered after each of the procedures and no specific pt info was provided in either case.

Manufacturer narrative:
There was no report of any equipment trouble at the time of the procedures. Some of the involved devices were checked in 2006 as a part of routine servicing. A technical safety check was performed on each device. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specs for the units (note: unrelated to the reported issue, some routine svc and update work was performed as necessary on the devices). In conclusion, no equipment problem was found that would have caused or attributed to the event. No anomalies were found in a device history records (dhrs) review for the equipment. No conclusive determination could be made as to the cause of the events; however, perforation is a typical complication. Erbe is now closing this event. Add' mfg date: 10/2005.